Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate and was able to confirm the battery failure reported by the customer. The fse ran the iabp unit on batteries for 15-30 minutes and the unit shutdown. To correct the failure, the fse replaced the batteries and performed a full preventative maintenance (pm) on the iabp unit. Safety, calibration and functionality checks were performed and passed to factory specifications. The unit was released to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) shut down during patient transport. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) shut down during patient transport. No patient harm, serious injury or adverse event was reported.